Event description:
The customer reported that the 840 ventilator had an intermittent blank display. No pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to swap the backlight inverter and lcd panel. Covidien was not authorized to service the device.